Event description:
It was reported that during the procedure, a 2.25x23 xience v rx stent delivery system (sds) was advanced into a non-abbott giuding catheter and toward a concentric, de novo lesion in the mildly tortuous, mid left anterior descending coronary artery, but was unable to cross the lesion. Another 2.25x23 xience v completed the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. The returned goods lab received the device with the stent dislodged and missing. Although attempts to get further clarification from the site have been made, no additional information was provided.

Event description:
Subsequent to the initial filed report, additional information received indicated that the stent was noted to be loosely crimped after successful removal of the 2.25x23 xience v rx stent delivery system from the guiding catheter, and that the stent may have subsequently dislodged during repackaging for return. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Stent movement could not be tested as the device was returned without the stent implant. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. The stent implant was dislodged/deployed from the balloon and was not returned; however, additional information was unavailable from the account regarding when/how this occurred. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.